Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation is a supplier design related problem. A product sample was received for evaluation. Visual inspection found the inflation line was detached from pilot balloon. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Device serial number/lot number is unknown, no product information has been provided to date.

Event description:
It was reported that during the use of the product, the inflation line got detached. No patient injury. No additional information is available for this complaint.